Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cc sample probe t-valve had failed, causing the probe to leak. The fse replaced the valve. The fse verified the repair was performed per established procedures.